Event description:
The customer reported a falsely elevated potassium (k) result was obtained on a patient sample on a dimension vista 500 system. The erroneous result was not reported to the physician(s). The sample was repeated on the same dimension vista 500 system. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated k result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a falsely elevated potassium (k) result was obtained on a patient sample on a dimension vista 500 system. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse found the waste tubing was clogged. The instrument was placed in diagnostic mode, and the can board was powered down. The integrated multisensor technology (imt) module was removed, and the waste tubing was flushed with hot water. The imt module was installed, and alignments were performed which were found to be acceptable. Qc was performed 5 times and were all within acceptable ranges. Siemens further evaluated the event and concluded that a clogged waste tubing potentially contributed to the falsely elevated k result. The instrument is performing according to specifications. No further evaluation of this device is required.